Manufacturer narrative:
After reviewing the new information provided it was determined that this report was submitted in error for this specific OEM (outside equipment manufacturer) and product ID, cardinal health is not considered to be the manufacturer subject to the reporting requirements of the MDR regulation as this OEM repackages or otherwise changes the container, wrapper, or labeling of this device in furtherance of the distribution of the device from the original place of manufacture. Please disregard report numbers 2183164-2023-00151 & 2183164-2023-00152.

Event description:
Customer reports: four of the 6 electrodes developed burned holes in the pads and a black accumulation on the wires. One set reached 6 uses before the holes appeared. And the second set reached 8 uses. The third set from this lot has not been used yet. Per additional information received on (B)(6) 2023, the patient experienced redness (eyrthema) and a small blister, approximately 1/2", mainly from the wire and not the pad itself but it is hard to tell. There was no medical intervention, the skin heals after a few days. The patient applies a new set of electrodes and places it away from the burn site.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.